Manufacturer narrative:
Received one new bag of (B)(4) units ch-14-25 for inspection. No defects or anomalies noted. No particulate observed inside the bag. Each of the ch-14 bag spikes was flushed with the fluid collected. There were no particulates. The reported complaint could not be confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The investigation has begun but is not yet complete. Once completed, a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a vented bag spike, clave®, 25 units associated with foreign matter. The reporter stated that, the problem of the product occurred on 03-oct-2024 with the drug avelumab in a freeflex bag frenisius kabi and ch-14-24 bag spike. Something was noticed also in the bag of saline. No sample or picture available. The status of the product at time of event was before use. The number of involved problematic device was multipack (25 units) per pack ch-14-25. The number of involved problematic device was one multipack (25 units). The type of procedure was aseptic pharmacy dept compounding unit. Medication involved was chemotherapy. No adverse operator consequences and no med/surg intervention required. The device was filtered. The involved device is not available but same lot device sample is available to be tested. It was further stated that they are sending 6x sterile freeflex bag frenisius kabi 100mls nacl 9% and 1x bag spikes ch-14-25 for investigation to ICU medical. Additionally the color, size and description of the particulate or substance noticed was black, seemed like a sharp looking object can be seen in photos 1millimeter.